Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter in the tubing further described as "particulate of IV discoloration in the tubing". This was discovered before compounding the drugs into the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between may 8, 2023 ¿ may 10, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a brown particle on the tubing line was observed. The reported condition was verified. The cause of the condition is related to the manufacturing process, most likely due to burnt polyvinyl chloride (pvc) created during the molding process of the pvc tubing line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.